Manufacturer narrative:
Lot review: a review of lot 3374198 showed that (B)(4) units were manufactured, tested, inspected and released in january 2017 citing no exception documents.

Event description:
Leaking from the top and bottom of the device when infusing e/v/d (etoposide, vincristine, doxorubicin). Happened about 10-12 hours after chemo started. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot 3374198 showed that (B)(4) units were manufactured, tested, inspected and released in january 2017 citing no exception documents. Visual inspection: received one b6013, anti-siphon valve attached to a carefusion pump set which is attached to a 1000 ml exactamix bag containing about 400 ml's of sodium chloride. The other end of the anti-siphon valve is connected to a spiros connector. There are also two empty 10 ml bd 0.9 sodium chloride injection usp syringes, one with a white cap. There is also a blue type rod that came with the product. Functional testing: the following fluid circuit was returned for investigation: IV bag - carefusion pump set - b6013 anti-siphone valve - spinning spiros. The entire fluid circuit (less the IV bag) was pressure leak tested and no leakage was observed at any location along the fluid circuit and with the spinning spiros in the activated and unactivated positions. Final analysis summary: the complaint of b6013 anti-siphon valve and/or spinning spiros leakage was unable to be confirmed or replicated. The fluid circuit devices met pressure leak expectations outlined in the product performance specification. ICU medical will monitor and trend.

Event description:
Leaking from the top and bottom of the device when infusing e/v/d (etoposide, vincristine,doxorubicin). Happened about 10-12 hours after chemo started. No adverse patient consequences reported.